Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the needle inside of the transfer straw dislodging and coming loose from the straw. The following information was provided by the initial reporter. The customer stated: customer indicated that the lot# is not recognizable. Disadaptation of the body and stem at the time of urine collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
D11: device returned to manufacturer on: 2022.06.13. H6: investigaton summary: bd received 1 sample for investigation. The sample was visually evaluated by and the indicated failure mode for cannula/straw assembly separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of cannula/straw assembly separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the needle inside of the transfer straw dislodging and coming loose from the straw. The following information was provided by the initial reporter. The customer stated: customer indicated that the lot# is not recognizable. Disadaptation of the body and stem at the time of urine collection.